Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a pericardial window procedure for pericardial effusion which was likely caused by a micro lead perforation. Moreover, the field representative stated all right ventricular (rv) lead measurement were the same, however, noted a slight difference with the p-wave. Furthermore, there were no lead alterations done. Additional information was received indicating that the rv lead did not exhibit low amplitude. To date, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the right ventricular (rv) lead was explanted. No additional adverse patient effects were reported.